Manufacturer narrative:
Manufacturing site evaluation: samples received: 2 unopened units of each of the 3 possible lot numbers. There are no previous complaints for any of the 3 reported batch numbers. Visual inspection/check of the returned staplers indicated no evident damage or breakage to any stapler or packaging materials. Sterilization records were reviewed for the batch number of the returned staplers: sterilization date: january 17th, 2015 (lot number u158000700). Sterilization date: february 24th, 2015 (lot number u158002100). Sterilization date: january 23th, 2015 (lot number u158001300). It was confirmed that there was no abnormalities in the sterilization record. Device manufacturing record review for batch numbers of the returned staplers confirmed that there was no abnormalities in the device manufacturing record. Sem (scanning electron microscopy) analysis for the batch numbers of the returned staplers was completed. Three staples were randomly selected from each of the returned staplers and analyzed at 3 points on each of the staples. It was confirmed that there was no abnormalities in the result of sem analysis for the staples. The elements detected by sem analysis were the same elements as the elements specification of the staple. Final conclusion: although the results of the samples received fulfill the specifications of OEM, this incident will be maintained in order to assess if new or additional actions are needed. As indicated in the instructions for use of the product, in the adverse reactions paragraph: "adverse effects associated with the use of this device include: wound dehiscence; allergic response in patients with known sensitivities to metals contained in 316l stainless steel (i.e., chromium, nickel and iron); enhanced bacterial infectivity; minimal acute inflammatory tissue reaction; and pain, edema, and erythema at the wound site" actions on product: not applicable. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). After stapling, monitoring the patient, appears intense erythema without infection. Three possible lot numbers: lot u158000700, lot u158002100, lot u158001300.